Manufacturer narrative:
Date of event: unknown. (B)(6). Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed.

Event description:
It was reported that the bd vacutainer® urine collection cup had a missing seal and missing label. No report of serious injury or medical intervention.